Event description:
Stent stripped off delivery system. Stent retrieved with snare and removed from the body. Per mds: ...we attempted to deliver 2.25 x 24 mm synergy drug-eluding stent into om1 after balloon angioplasty, but the stent stripped within the left main. The patient at this time became hypotensive, likely due to obstruction of the left main coronary artery flow by this stripped stent. We obtained 8-french access in the left femoral artery and inserted intra-aortic balloon pump. We also were attempting to obtain left femoral venous access, but stuck the artery and therefore inserted a second 5-french femoral arterial sheath in the left groin. At this time, the patient was hemodynamically stable and we used a 175 cm mini snare to extract the stripped stent. Once the stripped stent was successfully extracted, we performed intravascular ultrasound assessment of the left main, which demonstrated that the ostium was severely stenosed and not covered by stent... Patient went to ICU post cath and arrested, CPR performed but patient expired.